Manufacturer narrative:
Batch review performed on 20-aug-2023: lot 2000475: (B)(4) items manufactured and released on 06-may-2020. Expiration date: 2025-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Additional devices involved batch review performed on 20-aug-2023: gmk-sphere 02.12.0517fl tibial insert fixed sphere flex size 5/17 mm l (k121416) lot 1900401: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 2001511: (B)(4) items manufactured and released on 27-apr-2020. Expiration date: 2025-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot 2001620: (B)(4) items manufactured and released on 25-may-2020. Expiration date: 2025-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2020. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised successfully the poly. On (B)(6) 2023, the patient came in reporting pain after falling directly on the knee, which caused the insert to disengage from the baseplate. The surgeon revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted successfully new components.